Manufacturer narrative:
(B)(6). Return requested for suspect visualase .4mm core fiber 10mm tip, lot #151032. Suspect tip returned to manufacturer for analysis and is under analysis. On 06/23/2016 a medtronic representative, following-up at the site, reported the patient is doing well with no adverse outcome. No further intervention was necessary. The surgeon aspirated approximately 4cc¿s of blood-stained saline from the area of interest. The surgeon felt as if enough of the cav-mal was ablated and the procedure was completed at that point. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a brain tumor tissue ablation procedure, it was alleged that there was a pin-hole saline leak near the distal end of the cooling catheter. In trouble-shooting, an artifact on magnetic resonance imaging (MRI) images was observed during ablation. Post-ablation, removed the cooling catheter and pushed saline through the device. Observed a pin-hole leak in the distal end of the cooling catheter. There was no apparent char or melting. The surgeon opted to continue and completed the procedure with the use of the thermal therapy system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
The returned device was confirmed to have physical damage to the cooling catheter system (ccs). Engineering evaluation of the returned suspect ccs finds that the ccs was flattened between the 19cm and 20cm marks. Red color on the clear tube exiting from the plastic hub. The flattened section of ccs may leak however a fluid test was unable to be performed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.